Event description:
It was reported the catheter was being placed into a (B)(6) year old pt's left subclavian vein. During removal of the guide wire, they noticed the distal part of the wire had two abnormal curvatures. The wire was removed without incident. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4).